Event description:
It was reported by service report that the welds on the side rail were broken. No adverse consequences have been reported. No injury reported.

Manufacturer narrative:
Result description: weld.